Event description:
Additional information was received via email 16-sep-2022. The event occurred during set up. No patient involvement.

Manufacturer narrative:
Other, other text: one device was returned with a corroded drain fitting. It was overheating causing the over temperature alarm to sound. The faulty thermistor was the primary problem. The dual thermistor and drain fitting were replaced. Preventive maintenance was performed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional event information received indicating no patient involvement (updated b5, a1).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was over heating and not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.